Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9015873. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200797836] noted that did not pertain to the complaint.

Event description:
It has been reported that one syringe sftygld 1ml w/ndl 27x1/2 rb has been found with safety mechanism issues after use. The following has been provided by the initial reporter: it was reported that safety sleeve would not engage. Description: safety arm would not engage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe sftygld 1 ml w/ndl 27x1/2 rb has been found with safety mechanism issues after use. The following has been provided by the initial reporter: it was reported that safety sleeve would not engage. Description: safety arm would not engage.